Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced multiple line block alarms while using the cadd cleo infusion set. Although the alarms were resolved, the patient's blood glucose level continued to rise to over 400 mg/dl. Upon changing the infusion set, the cannula was found to be bent, and the patient administered a manual injection of 10 units of insulin. There was patient involvement and no patient harm.